Manufacturer narrative:
Device was used for treatment. A batch record review was performed for lot d304. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break nor for alarm #45: red blood cell pump alarm. A corrective and preventive action was initiated for alarm #45: red blood cell pump alarm and is now closed. A corrective and preventive action has been initiated for drive tube leak/break . The kit, smartcard data and photos associated with the complaint were returned for analysis. Review of smartcard data indicated that the prime was completed and collection was started. There were red blood cell pump alarm and a return pressure warnings. However, the treatment was ended automatically, as expected. The review of the photo and the returned kit confirmed that the plasma tube was disconnected from the tri-connector. The root cause of the reported leak is the separation of the plasma tube from the tri-connector. The plasma tube being removed indicates a lack of solvent; the most likely root cause for this was a packaging operator error, not following complete solvent bonding instructions. Retraining of manufacturing operators was completed. No further action required at this time. (B)(4).

Event description:
Customer called to report a blood leak in the centrifuge. Single needle mode. Vortex port access. Customer reports at the completion of the treatment, he noted a silver dollar sized spill of dried blood in the centrifuge on the leak detector. Customer does not believe it was there prior to treatment. Only alarm during treatment was one red cell pump alarm. There were no leak detected alarms. Css advised the customer to have his trained biomed do a system checkout to ensure the leak detector is working. Customer verbalized understanding. Kit lot d304 the customer has returned the kit for investigation and has provided photos for analysis. Updated: customer contacted css to notify that one of the tubes easily came out of the drive tube base. Customer states that is likely where the leak came from.